Manufacturer narrative:
Product complaint #: (B)(4). Device codes: 1562. It was reported that a patient underwent an aortic aneurysm graft anastomosis on unknown date and the suture was used. It was reported that during the procedure, the needle came off /detached from the thread. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm: did only 1 device have suture breakage? When one snapped they opened a new suture which also snapped this happened at least 3 times during the case. The customer assumes it was from the same box each time. Additional devices reported in mw 2210968-2019-84325 and 2210968-2019-85582.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for a vessel repair within the lower limb. During the procedure, the suture continued to snap whilst trying to complete an anastomosis. However they were able to tie off the suture on each bite. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.